Event description:
During a shoulder surgery procedure, the device emitted metal fragments and add'l irrigation of the surgical site was required. Some metal fragments remained in the pt. No injury to the pt or adverse event was reported.

Manufacturer narrative:
The visual examination of the returned device revealed galling marks and damage on cutting edges of the burr. These markings are an indication that the device did experience side-loading, thus causing discharge of metal fragments.